Manufacturer narrative:
The sample was received for investigation and was measured for the following tests using retention kits on a cobas e801: tnthsx result: 17.6 pg/ml. Tni result: 0.778 ng/ml. Ckmb result: 1.44 ng/ml. Probnp result: 79.9 pg/ml. The customer's results were reproduced during the investigation. The sample was further investigated using size exclusion chromatography (sec) and heterophilic blocking tube (hbt). No interfering factors were identified. The bead pattern of the sample was investigated further and compared to reference samples where there was a homogenous distribution of beads inside the measuring cell. For this patient sample, no bead aggregation was observed. The patient sample was tested with a different assay (tsh) for comparison purposes, and a homogenous bead distribution was observed. The investigation did not identify a product problem. The origin of troponin t and troponin I should be addressed from a clinical perspective.

Manufacturer narrative:
The tnths reagent expiration date was not provided. The cobas e801 module serial number was (B)(6). Qc was acceptable. The sample was requested for investigation and received on 20-feb-2025. The investigation is ongoing.

Event description:
We received an allegation of questionable high results for 1 patient's sample tested with the elecsys troponin t hs (tnths) assay on cobas e801 module that does not colorate to troponin I (tni) using a competitor's analyzer. Tnths result: 17 ng/l (considered negative). Tni result: 1297.57 ng/l (tested on siemens and considered positive). The patient's electrocardiogram showed regular heart rhythm (no heart attack suspicions). The tnths result was inconsistent with the tni result and it did not match the electrocardiogram result. The customer suspected an interference with tnths.